Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient experienced "strong" overstimulation and pain in the pelvic area during an MRI examination. The MRI was immediately aborted. The MRI setting was off label and the manufacturer's MRI guidelines for the device were not followed, especially noting that a body coil was used. It was stated the issue was resolved at the time of the initial report, but as of early (B)(6), per the manufacturer representative, it was unknown how the patient was doing or if there was permanent injury to the patient. No further information was reported. A follow up report will be sent if additional information is received.